Event description:
Gore tag device placed for ruptured taa on (B)(6) 2022. Two subsequent cta with good seal and no endoleak (B)(6) 2022. New onset back pain and cta on (B)(6) 2022 demonstrated acute graft migration. Patient subsequently expired. FDA safety report ID # (B)(4).